Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert when attempting to charge the pump with the wall adapter, and subsequently the battery gauge fluctuated. The customer's blood glucose was 160 mg/dl. Reportedly, plugging the usb cable into a car adapter resolved the issue.